Event description:
It was reported that during a procedure, the "clips would not deploy" from the clip applier. No patient injury was reported by the user facility.

Manufacturer narrative:
Stryker sustainability solutions resterilized the complaint device through our open-but-unused process. The complaint device was returned to sss without the original sss packaging, however, the label was returned with the device. The device did not appear to have any visible damage. The device was actuated using the trigger function causing the distal jaw component to open and close. However, there were no visible clips expelled from the distal end. There were no visible clips loaded within the jaws that appeared to be stuck. The device was dissected to confirm there was only one clip within the device. It appears the trigger function may have been unable to retract completely to load the next clip for expulsion. Sss's open-but-unused cleaning procedure requires a visual inspection of all staplers to ensure the device has not been fired. Devices in which the staples/clips cannot be counted should have a visual indicator present when a majority of the staples/clips are missing. Open-but-unused devices are not function tested in any way. The root cause is unknown; however, possible causes are linked to either an om defect or mishandling prior/subsequent to distribution from sss. The device history record for the returned clip applier indicates the device passed all inspections prior to release from sss. The reported event is not occurring more frequently or with greater severity than is usual for the device.